Event description:
Further information was received that the unit would not recirculate.

Manufacturer narrative:
The reported complaint was confirmed. The technician from the manufacturer's subsidiary replaced the threaded polyvinyl chloride (pvc) and the barbed tee reducer to resolve the issue. No parts will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the arterial does not circulate on the heater cooler. No other details regarding the nature of this event were provided.